Event description:
It was reported that after a new rv lead was implanted and connected to the implantable cardiac defibrillator (ICD), artifacts were observed. The ICD was explanted and replaced. No patient complications were noted as a result of this event. The patient is a participant of the painfree smart shock technology clinical study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was analyzed. A lead integrity alert was triggered as one patient alert for lead failure predictor (lfp) occurred on (B)(4) 2012 13:46:50. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2012 21:00:11. The programmer save to disk file (B)(4) shows "rv bipolar lead impedance > 3000 ohms" on (B)(4) 2012 21:00:11. Oversensing was noted as five lfp high rate-non sustained episodes <= 205 ms average v-cycle occurred between (B)(4) 2012 13:44:57 and (B)(4) 2012 11:46:49. Ten ventricular non sustained tachycardia episodes <=200 ms occurred on (B)(4) 2012 in the timeframe between 09:40:46 and 10:39:07. Interference/noise was noted as ventricular short interval count (v-sic) was 28.5 counts.